Event description:
It was reported that before a procedure, the outer seal dropped outside the clean area when the obturator and outer sleeve intended to be assembled. The outer seal seemed not to have been set to the outer sleeve properly inside the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. In addition, no loose parts were observed on the device. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.